Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during intraoperative use, the lf1637 had more bleeding / oozing after seal cycle than expected. The patient had no injury. The device was replaced with another lf1637.